Event description:
It was reported that patient underwent total hip replacement in 2007, in which she received a durom cup acetabular component. Patient reports that post-op, she experienced pain and underwent revision surgery in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc.,which markets the devices in the u.s.